Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 566 mg/dl. Blood glucose level was addressed with manual injection. Reportedly, the customer was not performing the air removal step. Customer performed a supply change to address the issue.